Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the image disk space was low. Review of the system log file showed that message prompted was free space low. Fse performed database consistency repair by deleting the junk files and re-created image storage. After re-created image storage, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that image disk space was low. The system was in clinical use when this occurred. There was no report of harm. Philips has started an investigation of this complaint.